Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during an unknown procedure, the handpiece gave an error 4 overtemperature error during a case. Another handpiece was used to complete the case. No pt consequence.